Event description:
Operator reported a leak coming from the right corner of the analyzer after performing maintenance. No pt samples were involved and no operators were harmed. The field service rep determined while performing monthly maintenance, the operator did not open the valves from the water tank causing the pump to circulate and crack. He replaced the magnetic pump the next day. He initialized the instrument and no leaks were detected.